Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports she last attempted to recharge her ipg approximately two weeks ago, however it is unknown when the ipg was last successfully recharged. The sjm confirmed the ipg is inoperable. Surgical intervention is pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has been resumed.